Event description:
It was reported stent dislodgement occurred. The target lesion was located in the right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was used for treatment, however, stent was found removed from the stent delivery system inside of the guide catheter before taking it to the coronary. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was used for treatment, however, stent was found removed from the stent delivery system inside of the guide catheter before taking it to the coronary. The procedure was completed with a different device. There were no complications reported and the patient is stable. It was further reported that the lesion was 95% stenosed and mildly calcified. The dislodged device was removed from the patient with the guide catheter. It was further reported that there was no accidental pressure applied to the delivery system or interaction with other devices while the delivery system was being advanced, and that the guide catheter was 6f, non-boston scientific.

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the right coronary artery. A 32 x 3.00 promus premier drug-eluting stent was used for treatment, however, stent was found removed from the stent delivery system inside of the guide catheter before taking it to the coronary. The procedure was completed with a different device. There were no complications reported and the patient is stable. It was further reported that the lesion was 95% stenosed and mildly calcified. The dislodged device was removed from the patient with the guide catheter.